Event description:
It was reported that medfusion 3500 pump -acu watchdog failure.. No patient injury reported.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 12-may-2022 via email and attached to complaint object: the issue occurred during initial power up before use. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked battery door and right plunger case, bottom case screw insert broken. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker and interconnect board as preventative measures. Performed power up process, occlusion test, audio test, pm (preventive maintenance) and all functional tests which passed. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.